Event description:
It was reported that there was loss of light (image) during a procedure.

Manufacturer narrative:
Alleged failure: cib patrick shut down severla times during use he is unaware if used during a case (B)(6). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is wear and tear. This may result on intermittent loss of light. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure.